Manufacturer narrative:
The event occurred in the (B)(6).

Event description:
Caller states he tested 2.3 inr on the coaguchek xs system and 1.8 inr on a comparison lab. Caller states that his warfarin dose was increased for 3 weeks. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.